Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 03.037.016, lot number: 101p792, manufacturing site: haegendorf, release to warehouse date: 28.04.2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that buttress/compr-nut was stripped from the threads. No other issues were found. A dimensional inspection was performed for the buttress/compr-nut and met specifications. A functional test was performed the device was inserted, however it would not thread onto the guide sleeve yell. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the buttress/compr-nut would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -buttress / compression nut abstuetz- / kompressionsmutter tfna rev I current and manufactured. Dimensional inspection: drawing: feature: core diameter specification: measured dimension: device used: mitutoyo digimatic caliper . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Postal code-(B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2022 , that the part of triple assemble sleeve( guide sleeve) for blade insertion during tfna surgery got damaged due to hammering of blade while insertion in y , the blade got stuck & surgeon hammered the blade inserter which resulted in damaging of guide sleeve & it stuck in the radiolucent zig surgery was delayed for 20 minutes. The procedure was successfully completed no fragments were generated. Patient status/ outcome / consequences: no. This report is for one (1)buttress/compr-nut this is report 2 of 2 for complaint (B)(4).